Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a perclose proglide device after a diagnostic procedure. Reportedly, a cuff miss occurred. The method of achieving hemostasis was not specified. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the perclose proglide device. Additional information was not provided

Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned device found that the whole monofilament was returned loose and the needle tip and posterior cuff were still attached to the rail end. The anterior cuff got entangled with the knot and the tabs were damaged. Based on the investigation findings, the anterior cuff detached from the anterior needle tip during removal of the plunger and this would result in a failure to retrieve the suture during the needle plunger retraction and could appear very similar to the reported needle to cuff miss. Because the suture could not be retrieved, the knot would not form to advance and close the vessel as intended. Since the anterior cuff was stuck at the knot, this will create resistance or drag during the plunger removal and most likely is the cause of the cuff detaching from the needle tip. The probable cause for the cuff getting stuck at the knot is if the per-formed knot was tight. The probable cause for the reported event is undetermined. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint-handling database was performed and there does not appear to be any indication of a lot specific product quality deficiency. To assure that all products perform according to specifications they are subject to inspection during manufacturing and a quality control audit inspection is performed to verify product quality.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimate date of occurrence, date was reported as unknown. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.